Event description:
It was reported that the patient presented with redness and swelling at their ipg implant site. The physician removed the ipg, cleansed the wound and implanted a new ipg.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient presented with redness and swelling at their ipg implant site. The physician removed the ipg, cleansed the wound and implanted a new ipg.